Manufacturer narrative:
Concomitant medical products: product ID: 9733320rpend, serial/lot #: (B)(4). Product ID: 9733320rpend, serial/lot #: unknown. A medtronic representative went to the site to perform a system checkout. The axiem box was replaced without resolution. Another usb port on the computer was replaced and the issue resolved. The system passed checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being serviced. It was reported that the emitter was not connecting. There was no chirping or sound coming from the emitter. Rebooting the system did not resolve the issue. There was no patient involvement.

Manufacturer narrative:
D10/h3 additional information) an electromagnetic localization system (lot 0200040174) was returned to medtronic. Analysis was not completed at the time of filing. H6 additional information) fdm 4118, fdr 3233, fdc 11 apply to the returned electromagnetic localization system. The previously applied fdm, fdr, fdc codes (10, 114, 4307) still apply to the corrected system checkout information below. H3 correction) in the initial report it was reported that "the axiem box was replaced without resolution. Another usb port on the computer was replaced and the issue resolved". Corrected information: a medtronic representative went to the site to test the system. Testing revealed that there were no diagnostics when running the electromagnetic interface. The electromagnetic localization box and emitter were replaced on the system with no resolution. The manufacturer representative then checked usbview and the in/out hub was visible but the electromagnetic localization box was not. The manufacturer representative swapped to another usb port on the computer and the issue resolved. The system then performed as intended and passed a system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733320, serial/lot #: (B)(6). H3) the emitter was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The initial connection to a test system and all ports were tracking normally. The returned emitter was tested for a duration of twenty two hours and no issues were observed, as tracking remained consistent throughout testing. No failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: other relevant device(s) are: product ID: 9733320, serial/lot #: (B)(6). H3) a hardware analysis was initiated to determine the probable cause of the issue. After functional testing and visual/physical examination the reported issue was not confirmed. The initial connection to a test system and all ports were tracking normally. The unit was tested for eight hours and no issues were observed. Tracking remained consistent on all tools / ports. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.